Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implantation procedure, while operating the cps catheter, a coronary sinus dissection was observed. No further medical intervention was performed. The procedure was completed and the patient was stable.